Event description:
The customer alleges that when the needle was inserted, it was difficult to remove the stylet. It was also not possible to connect the lor syringe. Another needle was used. No patient injury reported.

Manufacturer narrative:
(B)(4). The customer returned one epidural needle with stylet for investigation. The returned needle was visually examined with and without magnification. Visual examination of the returned needle revealed that th e needle appears typical with no observed defects or anomalies. The needle hub has no visible defects. The needle bevel appears typical. The metal is polished and smooth. The stylet fills the needle bevel correctly. The needle stylet fits in the needle cannula correctly. No defects or anomalies were observed. A functional test was performed by attempting to thread a lab inventory epidural catheter ((B)(4)) through the returned needle. The distal end of the catheter was inserted through the needle hub with no resistance met. The catheter could be completely threaded through the epidural needle with no difficulty. A functional drag test was performed per (B)(4) using the returned needle, a lab inventory epidural catheter, and a weight ((B)(4)). The catheter passed through with no resistance. A device history record review was performed on the epidural needle with no relevant findings. A corrective action is not required at this time as there were no visual or functional issues found with the returned needle. The reported complaint of difficulty threading the epidural catheter through the epidural needle due to a defect in the needle hub could not be confirmed based on the sample received. Visual examination of the returned needle hub showed no defects. A lab inventory epidural catheter could be thread through the returned needle with no resistance met and the returned needle passed a function drag test. There were no visual or functional issues found with the returned epidural needle.